Event description:
A healthcare facility reported to our distributor that seven rt235 evaqua infant breathing circuits did not pass the ventilator leak test. No pt consequence was reported.

Manufacturer narrative:
The other lot numbers involved are: 070906, 070731, 070702 and 070810. Device manufacture dates: 09/16/2007, 07/31/2007, 07/08/2007, 08/10/2007 and 05/22/2007. The circuits were pressure tested. Results: leaks were found on six of the seven samples. On two of the samples, a crack was found on the swivel y-piece. For the remainder of the samples, the leak was located somewhere on the swivel y-piece. It was noted that repositioning the y-piece with respect to the elbow could reduce the leaking significantly. Conclusion: our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0036%. The breathing circuit is pressure tested during production and units that fail are rejected. The unit does have a small amount of acceptable leak. During setup, rotation of the swivel has caused the leak to increase unacceptably.